Manufacturer narrative:
Corrected information provided in d.4., g.4. And d.2. Additional information provided in h.3., h.6. And h.11. A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there were no samples available for review. Additionally, there were no images provided to support the alleged complaint. Without such evidence, the results are inconclusive. According to the customer, there were no samples available for review. Additionally, there were no images provided to support the alleged complaint. Without such evidence, the results are inconclusive and determining a definite root cause and corrective action is not possible.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Reporter indicated "the second PICC rupture in this patient, an attempt was made to pass a more calibrous PICC, without success."